Manufacturer narrative:
Duoderm/granuflex/duoactive - moisture retentive duoderm cgf dressing. Complainant was only able to provide the product name but, was unable to provide the model number, lot number and or product sizing information. Combination product ¿ no . Otc product - no. Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but, not provided to date. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site(s). Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. (B)(4)

Event description:
End user reports after falling from her bike, she applied what she believes was a duoderm extra thin to scrapes on her leg (not provided which part of lower extremities) and within 5-10 minutes she noted her palms itching, eyes began to swell and some skin redness, she stated she wasn't sure if it was ¿hives" but, she had some localized redness beyond where dressing touched skin. She then became short of breath and went to emergency room for examination. She was treated with epinephrine, steroid (name unknown), nebulizer (name of medication of nebulizer treatment medication is unknown) and benadryl. She was released the same day and will be following up in (B)(6) with a medical doctor for allergy testing. She reports she cleaned the scrapes with soap and water, no gloves were used when she applied the dressing. It was further reported that no other items or ointments applied in combination with the dressing.